Manufacturer narrative:
Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -11.50 into the patient's right eye (od) on (B)(6) 2024. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters and the problem was resolved. The reporter indicated the cause of the event is unknown.